Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during slitting to remove the inner catheter, half of the catheter stayed on the lead while the other half came free. The physician was able to cut the rest of the inner catheter off of the lead. No patient complications have been reported asa result of this event.

Event description:
It was reported that during slitting to remove the inner catheter, half of the catheter stayed on the lead while the other half came free. The physician was able to cut the rest of the inner catheter off of the lead. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed, and a spiral slit was found. It was also noted that the catheter was damaged at implant, the catheter had other mechanical damage, the catheter shaft was kinked/buckled, and the shaft was separated from the hub.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.